Manufacturer narrative:
No lot number was provided by the customer: therefore, a review of the manufacturing device history record could not be performed. No sample was provided by the customer; therefore, an evaluation of the complaint device for deficiency of construction could not be performed. Discussions were held with engineering, quality and production personnel concerning the assignable cause and corrective actions for the liner crumpling when vacuum applied. Based on the information provided, a possible cause was a damaged, cracked outer canister or the lid not being seated properly. When the outer canister has a vacuum leak due to the lid not being seated properly or there is a crack to the outer canister, it will cause the liner to crumple as described in the complaint. Per the information received, when a new outer canister was used, the liner functioned as designed. Based on the investigation, no specific assignable cause could be determined, therefore, no specific corrective action could be completed. Key production, engineering and quality personnel have been made aware of this reported incident through the investigation process. Trending of past complaints indicate that this is the first reported incident for liner crumpled with suction in the past three calendar years. No corrective action will be taken at this time. The complaint information was informed to the relevant personnel for their awareness. We will continue monitoring customer complaints for trends, which may require further investigation.

Event description:
Based on information received from the customer reportedly the suction cannister was not working effectively despite being plugged in correctly. Noted inner cannister was allegedly crumpling with suction despite multiple staff ensuring it was working correctly. Reportedly a new inner cannister put in with same results. Reported a new outer cannister was used and found to be effective. It was reported when suction applied alone without being attached to anything that inner canister would reportedly crumple. There was no injury to the patient.